Event description:
It was reported to k2m inc on (B)(6) 2015 that a patient was revised (B)(6) 2015 due to bilateral rods fracture.

Manufacturer narrative:
Final report issued to include k2m's risk assessment review as indicated below. K2m inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. There were no material or manufacturing defects observed. The manufacturing and inspection records were reviewed and the fractured rods were built to specification. The rods fractured due to uniaxial bending fatigue. Risk: risk-000 rev 7: hazard analysis, lines 93-107: rod is damaged, bends, translates and/or breaks, addresses the scenario described in this complaint/MDR. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. Technique: the surgical technique guide and IFU are accurate and available to the surgeon - no edits required. There were no material or manufacturing defects observed on the returned implant. A review of the per surveillance report did not reveal any contributing information/trends. The rod fractured due to unidirectional bending fatigue. (B)(4).

Manufacturer narrative:
Conclusion not yet available, evaluation in progress. The manufacturing and inspection records review did not reveal any contributing factors in regards to this event. Manufacturer will file a supplemental report once new information is available. Evaluation in progress.